Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of cracked clamping pulley be related to the customer complaint. For clarification, the instrument was found to have a cracked clamping pulley in the back end. The grip clamping pulley was cracked which can lead to the cable unraveling from the pulley. This can result in the cable becoming loose or derailed on the distal end, causing non-intuitive motion and engagement failure. No signs of fraying or breakage were found to the cables on the distal end or the back end. The root cause of this failure is attributed to the user mishandling/ misuse, most commonly caused by improper reprocessing, such as prolonged exposure of instrument to harsh cleaning agents. A review of the device logs for the medium-large clip applier (part # 470327-12 / lot/ serial # (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2021 via system serial # (B)(4). There were 8 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product or this event. A system log review was performed, but no errors related to this event would exist in the logs. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by clinical development engineer (cde). The following additional information was provided: the cde can confirm that when the clip applier attempted to place the second clip on the vessel, it yawed towards the left of the screen instead of closing the grips. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion, moved in an unexpected way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier instrument had non-intuitive motion when the surgeon was clipping the inferior mesenteric artery (ima). There was no vascular damage. The customer was able to apply the clip using a backup instrument of the same kind. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: when the surgeon tried to apply the clip, unintended movement of the wrist occurred. The issue occurred only once. The surgical staff used another instrument of the same kind to complete clipping. The drape is not available for return since it has been discarded by the customer.